Event description:
It was reported that during a clinical study, the trigger of the universal modular electric/battery double trigger handpiece is not working; the motor starts to run since its connection. An alternate device was retrieved for use during the surgery and the bms reset was performed on the device. There was no harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.